Event description:
It was reported via a trial that a xience v 2.75 x 28 mm was implanted on (B)(6) 2010 to treat a restenosis of a non-abbott bare metal stent (bms) which was implanted in 2004. On (B)(6) 2011, this patient was re-hospitalized for thoracic pain, acute coronary syndrome (acs). There were no st elevations, troponin elevation or myocardial infarction reported. Angiography revealed a mono-truncular lesion inside the xience v which had been implanted to treat the restenosis in the non-abbott bms. The restenosis of the xience v was treated the same day by dilatation with a simple balloon catheter. A second dilatation was scheduled and performed on (B)(6) 2011, with a non abbott drug eluting balloon. No further patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The angina and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.